Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the event. An ortho field engineer performed service and maintenance actions to the instrument, including replacing the signal reagent (sr) system probes, nozzles, both a and b pump units and all associated tubing, a full calibration of the luminometer and inspected and cleaned the microwell incubator. Following service actions, an acceptable vitros tropi es precision test performed was within ortho acceptable guidelines indicating the vitros 5600 integrated system was now performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 4430. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample result of 10.4 ng/ml versus the expected result of 0.017 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was initiated, altered or stopped based on the reported result and a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).